Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reason for reoperation was rupture and gel bleed. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported a ¿rupture with double membrane and perspiration of the silicone through the membrane. Removal of the device and partial capsulectomy.¿ the effected side has not be specified. This record relates to the left side. The device has been removed.